Event description:
It was reported by the customer that they had high blood glucose level of and upon inquiring further, it was discovered that he had been treated by paramedics. Customer stated they had could not remember events leading to the incident and woke up to paramedics treating them. Customer was at work during time of reporting and disconnected phone call. Blood glucose level was varying between 360 mg/dl to 60 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.